Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a defective air and water supply. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the plastic distal end cover had a scratch, the connecting tube had a scratch, the protector of the universal cord on the control section side had a scratch, the protector of the universal cord on the scope connector side had a scratch, the scope connector cover unit had a scratch, the lock engagement knob and lever both had a scratch, the right/left and the up/down knobs both had a scratch, the plastic distal end cover had a scratch, the switch box had a scratch, switch 2 had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration, the control unit had a scratch, and the suction cover had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge or brush with no reported delays in the precleaning and no abnormalities observed. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.